Manufacturer narrative:
Additional FDA coding being added after investigation of device. Adding additional type of investigation code 10. This is a follow up report to add this additional code. Additional information received: product received. No screw fracture detected. Failure mode changed to implant loss. This is a follow up report for this additional information. This is to correct and remove the codes that were initially reported - removing codes for: health effect, impact code, 4627. Medical device problem code, 4075. Investigation findings code, 180. The correct codes for this complaint are: health effect, impact code, 4621. Medical device problem code, 1863. Investigation findings code, 213. This is a follow up report to correct these/this code(s). Correcting section b5 describe event or problem from "it was reported that a customer experienced fracturing of the dental implant screw and subsequent implant loss." To "it was reported that a customer experienced fracturing of the dental implant screw and subsequent implant loss." This is a follow up report to correct this information.

Event description:
It was reported that a customer experienced fracturing of the dental implant screw and subsequent implant loss.

Event description:
It was reported that a customer experienced fracturing of the dental implant screw and subsequent implant loss.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. Section h6 was done based on the information provided by the initial reporter and our experience in the investigation of similar complaints. Product return is requested and product will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored.